Event description:
Additional information received on 10 aug 2021: on (B)(6) 2020, the patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient reported that a couple of endoscopies were done between 6 and 8 weeks ago in which an abscess was not seen. An ultrasound was done and the radiologist stated that was no abscess but an infection inside. The patient was treated with oral keflex and then oral doxcycline for a month. The peg tube was scheduled to be replaced.

Manufacturer narrative:
Reference record # (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced increased pain and was diagnosed with a stoma infection. The patient was prescribed cephalexin. The patient also reported warmth, redness, stomach hurt, bleeding from stoma, and increased drainage from stoma, gastric contents in tube, and wound around stoma. At the time of report, the patient was taking doxycycline for the stoma infection.